Event description:
It was reported that the customer intermittently received a continuous glucose monitor error 42. There was no reported adverse impact to the customer. A pump reset resolved the issue.